Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00052 was sent in error. The fse reported that there was no spray/liquid, therefore, this would not considered to be a reportable malfunction.

Event description:
It was reported that during use sheath fluid under pressure leaked with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter: the instrument leaked from the fluidics compartment and is showing a loss of sheath pressure. On saturday 20/jun cs&t was able to pass but today the pressure loss leads to cs&t failure. Additionally, on 2020-7-13 the fse provided the following additional information: so, please confirm was the leaked fluid in under pressure? "Yes, the leaked fluid would have been under pressure. On a canto the pressure out of a functioning regulator would either be 5 psi or 13 psi, depending on what the instrument was doing at the time."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use sheath fluid under pressure leaked with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter: the instrument leaked from the fluidics compartment and is showing a loss of sheath pressure. On saturday (B)(6) cs&t was able to pass but today the pressure loss leads to cs&t failure. Additionally, on 2020-7-13 the fse provided the following additional information: so, please confirm was the leaked fluid in under pressure? "Yes, the leaked fluid would have been under pressure. On a canto the pressure out of a functioning regulator would either be 5 psi or 13 psi, depending on what the instrument was doing at the time."